Event description:
It was reported that the radiofrequency programmer head would not interrogate an implantable heart device. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed intermittent telemetry, the telemetry was lost when the cable was moved back and forth. Analysis also noted that the cable was twisted and the rubber laminated portion of the head's label was missing. The cable and the label were replaced. (B)(4).